Manufacturer narrative:
A total separation of the ivl balloon catheter was observed between the emitters located within the balloon. A section of the balloon (approximately 5cm.), including the distal tip, was not returned to shockwave medical, inc. The inner member was found to be stretched between an emitter and the distal marker band. Per the complaint description, the physician delivered ivl pulses with the balloon inflated to 2 atm which is less than the specified treatment pressure indicated in the IFU and is considered off-label. The IFU states that 4 atm is lithotripsy treatment balloon pressure. It cannot be definitively determined whether this contributed to the balloon loss of pressure as the complete device was not returned for evaluation. The root cause for the balloon rupture could not be definitively determined with the information available; shockwave medical, inc. Did not receive the detached portion of the balloon. The root cause for the detachment of catheter components is likely attributed to the resistance encountered while attempting to remove the catheter. Based on the physician's opinion, the root cause for the reported event can be attributed to heavy calcium in the artery. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A shockwave m5 peripheral lithotripsy (ivl) device was used to treat a heavily calcified iliac artery along with a 7.0 introducer sheath. 30 pulses at 2 atm's were used for the first cycle, and 30 pulses at 4 atm's were used for the second cycle of ivl. Blood was observed to flow back into the catheter, indicative of a balloon loss of pressure, at which time they attempted to remove the catheter from the patient, encountering resistance. Upon removal of the catheter from the patient, the catheter was examined and found to have a part of the balloon missing, with the detached portion remaining inside the patient. It was noted that there were no attempts to snare and remove the detached component, as the detached portion of the balloon was not visible under angio in the patient. The procedure was completed with no further action. The physician believes that heavy calcium within the artery contributed to this event. As of the date of this report, there have been no patient sequelae reported.